Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter funnel was found to be broken on the day after placement. Per additional information from the ibc via email 05feb2020, the inflation valve had broken off below the inflation port.

Event description:
It was reported that the catheter funnel was found to be broken on the day after placement. Per additional information from the ibc via email 05feb2020, the inflation valve had broken off below the inflation port.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), inflation valve and cap on a small, cut-off portion of the inflation funnel from a silicone foley catheter. Visual inspection of the sample noted that the cut was uneven and jagged. This was out of specification, which stated, "funnel must not be distorted or bent" and "shaft cannot be damaged or severally pinched." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿machine misalignment.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.